Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. A within-run vitros tropi es precision test using known troponin I free sample was completed successfully. Therefore, an instrument issue is can be ruled out as a contributing factor. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2641 in combination with a vitros 5600 integrated system. Patient sample result of 0.42 ng/ml vs. The expected result of <0.01 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. The patient was admitted to the hospital and underwent a stress test, echocardiogram, and an electrocardiogram (EKG). These are very safe procedures and serious health risk is not anticipated. There was no allegation of patient harm as a result of this event. (B)(4).